Event description:
It was reported by a company representative that a physician mentioned he was having issues interrogating a vns patient using his programming system. The physician's programming system was indicated to be working well; however it is unknown if the patient's generator is at end of service. Good faith attempts to obtain further information have been unsuccessful to date.